Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer was treated with carbohydrate for low blood glucose value and insulin pump for high blood glucose value. Customer was declined troubleshooting for high blood glucose level and low blood glucose level. Troubleshooting was not performed for keypad anomaly. The insulin pump will not be returned for analysis.